Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was not reported. It was reported that the patient was scheduled for a pump replacement on (B)(6) 2018. Upon opening the pocket the healthcare provider suspected an infection so the infusion system was removed in its entirely. There were no known environmental, external, or patient factors that may have led or contributed to the issue. In regards to diagnostics/troubleshooting performed it was indicated ¿explant done¿. The interventions and actions taken to resolve the issue was explant, no further action. It was noted that the healthcare provider would not have further information regarding the event. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the pump determined it was used to infuse morphine 50.0 mg/ml at 19.483 mg/day and bupivacaine 1.2 mg/ml at 0.4676 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the patient recovered without sequela. No further complications were reported.